Event description:
The infusion pump did not infuse any medication during a 48-hour chemotherapy treatment. Per the complainant, the pump appeared to be functioning properly in delivery mode. No alarms were observed and the pt's catheter was patent. The complainant stated that there was no injury associated with the event.